Event description:
On (B)(6) 2012, the reporter contacted animas alleging that their pump loses time by a few minutes and the time has to be repeatedly reset. This has been going on for the past 3 months. The reporter states this is happening periodically and the pump loses about 4- 6 minutes per month, and the time is being corrected once or twice a month. The reporter states there are no moisture issues or cracks in the battery compartment. There are no reported adverse events related to this issue. This is being reported based on the allegation of inaccurate timekeeping.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a timekeeping accuracy test was performed and the pump kept time accurately. The alleged complaint of the pump losing time was not duplicated. There was no defect found. Unrelated to the complaint, evaluation revealed cracks in perimeter of display screen, which has no effect on insulin delivery function.